Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample and/or photo is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI#: (B)(4).

Event description:
It was reported that when re-capping a bd insulin syringe with the bd ultra-fine¿ needle, the user received a needle stick injury. It is unknown if the user who was stuck with the needle was the patient or someone else. There was no report of injury or medical interventions.